Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their sensor had no electrode after insertion. Customer does not recall blood glucose at time of incident. Sensor is being replaced. No product is being returned for analysis.